Manufacturer narrative:
Correction change in coding to e2337: stenosis to e0511: perforation of vessels. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
Subject ID: (B)(6) / clinical study ID: avant guard (B)(6). It was reported that following an ablation procedure using a farawave pfa catheter the patient experienced transient vertigo, likely associated with a cerebral vascular accident (cva). The patient reported a sudden onset of severe vertigo, diaphoresis and nausea. While checking the patient's vision torsional nystagmus was noted. A MRI of the neck indicated the left vertebral artery might be stenosed. CT scans of the head with and without contrast were performed as well. The patient had missed a dose of eliquis the prior day. The ablation procedure had taken place on (B)(6) 2024 and the patient was admitted to the hospital on (B)(6) 2024. The patient was started on 81mg of aspirin the day after admission. They were discharged on (B)(6) 2024 but the issue is considered ongoing.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
Subject ID: (B)(6) / clinical study ID: (B)(6). It was reported that following an ablation procedure using a farawave pfa catheter the patient experienced transient vertigo, likely associated with a cerebral vascular accident (cva). The patient reported a sudden onset of severe vertigo, diaphoresis and nausea. While checking the patient's vision torsional nystagmus was noted. A MRI of the neck indicated the left vertebral artery might be stenosed. CT scans of the head with and without contrast were performed as well. The patient had missed a dose of eliquis the prior day. The ablation procedure had taken place on (B)(6) 2024 and the patient was admitted to the hospital on (B)(6) 2024. The patient was started on 81mg of aspirin the day after admission. They were discharged on (B)(6) 2024 but the issue is considered ongoing.

Manufacturer narrative:
Additional information added to describe event or problem. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following an ablation procedure using a farawave pfa catheter the patient experienced transient vertigo, likely associated with a cerebral vascular accident (cva). The patient reported a sudden onset of severe vertigo, diaphoresis and nausea. While checking the patient's vision torsional nystagmus was noted. A MRI of the neck indicated the left vertebral artery might be stenosed. CT scans of the head with and without contrast were performed as well. The patient had missed a dose of eliquis the prior day. The ablation procedure had taken place on (B)(6) 2024 and the patient was admitted to the hospital on (B)(6) 2024. The patient was started on 81mg of aspirin the day after admission. They were discharged on (B)(6) 2024 but the issue is considered ongoing. It was further reported that the patient received blood test, chest xray and ECG on (B)(6) 2024.